Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 400 mg/dl. Troubleshooting was performed. The customer stated that she was feeling sick, vomiting, and dehydrated. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.